Manufacturer narrative:
On 7/28/2017 - added the explant date. Received a partial analysis. The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, 17 charge processes had been documented. The charge drawn from the battery was checked and proved to be not in accordance with expectations. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process that was aborted, which was, however, due to the already severely depleted battery. The ICD was then opened. The visual inspection of the inner structure did not show any irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was tested and proved to be unremarkable. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was then returned to the manufacturer for a destructive analysis. The analysis of the battery has not yet been completed. After conclusion of the battery analysis, this report will be updated accordingly.

Event description:
Ous MDR - it was reported that after the implantation period of approximately 50 months a battery depletion, eri, was noted during a scheduled follow-up. During the last follow-up in (B)(6) 2016, 80 percent of battery capacity was measured. The ICD was explanted. An explant date was not provided.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, 17 charge processes had been documented. The charge drawn from the battery was checked and proved to be not in accordance with expectations. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process that was aborted, which was, however, due to the already severely depleted battery.the ICD was then opened. The visual inspection of the inner structure did not show any irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was tested and proved to be unremarkable. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was then returned to the manufacturer for a destructive analysis. First, a microcalorimetric measurement of the battery was performed. It found an increased heat tone. In a next step, the battery was opened and examined. An increased batter-internal self-discharge was detected in the process, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis.